Manufacturer narrative:
The cartridge was not returned to animas. Although the cartridge was not returned, there is no further investigation necessary with respect to the leak issue. Cartridges with lot # b201575 were confirmed to be defective. When tested, fluid was observed leaking from the plunger end of the cartridge.

Event description:
A family member reported that the pt experienced blood glucose (bg) 400mg/dl to 500mg/dl about 4 or 5 times in (B)(6) 2010 and (B)(6) 2011. She reported that once the pt's bg was over 500mg/dl with large ketones. She denied symptoms of hyperglycemia or the presence of ketones during any of the other events. No medical intervention was reported. The family member reported that each time she discovered the elevated bg, she discovered that the tubing was disconnected from the cartridge at the luer lock connection. She alleged that insulin leaked from the cartridge. The family member confirmed that each time she removed the cartridge from the pump, reattached it to the tubing, tightened it securely as instructed, and sometimes found the tubing disconnected again as soon as 15 minutes later. The family member said she replaced both the cartridge and infusion set if they did not remain connected. She denied noticeable leakage of insulin from the plunger end of the cartridge or insulin in the cartridge compartment. The family member stated that she used cartridges from three lot numbers and is not certain which cartridges displayed leakage from the luer lock.